Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that foreign matter was found adhered to the tip of the catheter before use. Unable to use due to foreign matter on the tip of catheter.